Manufacturer narrative:
The 510 (k) # is k001109. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs on (B)(6) 2011 alleging an error 5 message on their one touch ultra meter. The lay user / patient contacted lfs alleging an error 5 message on their one touch ultra meter. The patient mentioned that the alleged issue began on (B)(6) 2011 at 6:00pm. Due to the alleged issue, the patient did not take any action. Approximately 5 hours later the patient developed symptoms of shakiness and was sweaty. The patient was treated with 8 units of insulin by their physician. The patient was not tested on another device. The test strips were in good condition and not expired. The technique of applying blood on the test strip was correct. The product was replaced. The complaint is being reported since the patient alleged that due to the alleged error 5 message, they were unable to test their blood glucose and later developed symptoms suggestive of a serious injury and had to be treated with insulin by an hcp.